Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient experienced diabetic ketoacidosis (dka) and got hospitalized for 5 days. Patient went out to dinner and had a seaweed salad and seafood dynamite. Insulin was administered through bolus according to carbohydrate intake at 5:00 pm. At 9:00pm blood glucose was 154mg/dl and went down for bed. Shortly after he woke up vomiting with a headache and difficulty walking. Blood glucose was rising and administered 5 units. At 2:47 am blood glucose was over 600mg/dl. Patient had altered mental state and emergency medical services (ems) was called. The sensor glucose was 200mg/dl. The symptoms were nausea, vomiting, thirsty, headache, brain, fog, fatigue, difficulty walking, fruity breath. Patient was transferred to emergency room (ER) where he was found to be in severe diabetic ketoacidosis (dka)with severe leukocytosis. Started on diabetic ketoacidosis (dka) protocol with intravenous therapy (IV) fluids and insulin and given antibiotics for leukocytosis. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).